Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint call that might of triggered the reason of complaint. During download review, both pump error 15 and pump error 23 were recorded on 07/19/2024 at 23:05:09, line number= 442 and file number=38. Per r&d investigation, pe 15 was due to a corrupted data/invalid pointer. Problem isolated to electronic assembly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. Unit was received with pillowing keypad overlay, scratched case and cracked case-corner of belt clip rails. In conclusion, pump error 23 and 15 were confirmed using download history files due to corrupted data/invalid pointers. Isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23) and the critical block and inverse critical block did not add to zero (pump error 15 alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours and the error wasn't immediately after battery change. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.